Manufacturer narrative:
Device evaluated by MFR.: the tip, distal markerband and distal portion of the balloon separation were not returned for analysis. There was a circumferential balloon tear 5mm from the proximal balloon bond. The inner shaft was stretched, kinked and separated distally from the balloon separation. The fracture face was jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. There was no evidence of any product quality deficiencies contributing to the reported event and confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-00748 and MDR# 2134265-2013-00684. It was reported that during a lower extremity interventional procedure, the balloon detached from the catheter. The target lesion was located in the anterior tibial artery. The 2.0 x 100 mm coyote balloon catheter was being removed from the patient, when it was entrapped on the .014 luge guide wire. The guide wire and balloon catheter were removed together. A 2.0 x 220 mm coyote balloon was being removed from the hoop when the physician met increased resistance, until the balloon began to strip off the catheter outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Event description:
Same case as MDR ID#2134265-2013-00748 and MDR# 2134265-2013-00684. It was reported that during a lower extremity interventional procedure, the balloon detached from the catheter. The target lesion was located in the anterior tibial artery. The 2.0 x 100mm coyote balloon catheter was being removed from the patient, when it was entrapped on the .014 luge guide wire. The guide wire and balloon catheter were removed together. A 2.0 x 220mm coyote balloon was being removed from the hoop when the physician met increased resistance, until the balloon began to strip off the catheter outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).